Event description:
The initial reporter stated they received discrepant results for one neonate patient sample tested with bilirubin total gen. 3 on a cobas 6000 c501 module. The sample initially resulted in a total bilirubin value of 0.19 mg/dl. The value was questioned by the doctor, so the sample was repeated. The repeat result was 11.69 mg/dl.

Manufacturer narrative:
The serial number of the c501 analyzer is (B)(6). The field service engineer found broken rinse arm tubing, causing the rinse unit to drip. The tubing was corrected. The wash level adjustments, cuvette washing, and blank readings were checked; all were acceptable. Precision studies were performed. No further issues occurred after the service actions were performed. The investigation is ongoing.

Manufacturer narrative:
A general assay issue can be excluded as calibration and controls recovered within specifications. The investigation determined the service actions resolved the issue. Medwatch fields d1, d2, d4, g1, and g4 have been updated.